Manufacturer narrative:
Date of event was sometime at the end of (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment included intraperitoneal vancomycin (dose and frequency not reported). The patient was recovering from the peritonitis. The pd therapy was ongoing. No additional information is available.